Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her blood glucose was greater than 600 mg/dl. The customer stated that she changed the infusion set last night, but continues to have elevated blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had received no delivery alarms prior to calling. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she had no more infusion sets, and would be going to the emergency room for assistance. Advised the customer that the tubing clamp would be shipped to her.